Event description:
The device and base unit began to smoke after the device was docked in the base unit. The customer reports cleaning the device with clorox concept clothes and that they were very wet. Instructions state to wring all excess liquid from clothes before cleaning. No injuries reported. Requested return of suspect device and replacement was sent.